Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced early-morning low blood glucose, with a documented value of 64 mg/dl, and the cause was unclear as pre-bed snacking, activity changes, or medications were not confirmed. Symptoms included hypoglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user¿s family and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.